Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. A test reservoir was installed and did not lock in place due to missing retainer.

Event description:
The customer reported via phone call that the plastic part at the top of the reservoir compartment snapped. The customer¿s blood glucose level was 250 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.